Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Provider said the junction box, part number 1158557, for bed ihcs9fx600 serial number (B)(4) is not working. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.